Manufacturer narrative:
A visual examination of the spyscope ds device found the working channel sleeve extended from the distal cap when received. Moreover, it was found that the catheter was kinked in multiple locations. The distal tip would articulate without issue. The proximal end of the distal cap was aligned to the cap weld. A spybite device was passed through the working channel without issue. The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. Part of the distal end of the catheter was removed to examine the working channel. Further evaluation found that there is evidence of adhesion of the working channel sleeve to the inside of the catheter. The complaint was consistent with the reported event of working channel sleeve protruding. Most likely, the defect was due to some operational or anatomical aspect of the procedure. Therefore, the most probable root cause for the complaint is operational context. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, it was noticed that the working channel sleeve was seen protruding from the tip of the scope. The procedure was completed with this device. There were no patient complications reported as a result of this event.